Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: for related manufacturer reference number: 2938836-2020-01434.

Event description:
It was reported that the lv lead placement was causing phrenic nerve stimulation due to its position. The lead was working fine. The lead was turned off to avoid phrenic nerve stimulation. The device was programmed to rv only pacing. The patient was stable. Related manufacturer reference number: 2938836-2020-01434.